Event description:
It was reported that a balloon rupture occurred. A 6mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured upon first inflation at 6 atmospheres. The device was simply removed and the procedure was completed with another of the same device. There were no patient complications reported post procedure.

Manufacturer narrative:
B3. Used first day of aware date as event date was not provided.